Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. An empty foil pouch with no retainer, breathable pouch, needle and suture was received. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the needle unexpectedly separated from the thread. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, suture came off the needle. There was no patient injury.